Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found the issue with dc power supply in the m cabinet. The supplier's part analysis could not conclusively determine the cause of the dc power supply unit failure, however found the other failure as the unit did not turn on when connected to power. To resolve the issue, the fse replaced the dcps, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.